Event description:
Complainant alleged that during a routine preventative maintenance check, the device only displayed a line on the video screen. The complainant indicated that there was no pt involvement in the reported failure.